Event description:
It was reported to philips that the device displayed an etco2 exhaust blocked message. There was no patient involvement reported, and no adverse event to a patient or user reported.